Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported no complaint against the device. This record is for the right side. Healthcare professional reported via device tracking form right side capsular contracture, baker grade unspecified. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9 , h.3 , h.6. Device evaluation: analysis of the returned device identified: weight to the spec. Cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported no complaint against the device. This record is for the right side. Healthcare professional reported via device tracking form right side capsular contracture, baker grade unspecified. Device has been explanted.

Event description:
Healthcare professional reported no complaint against the device. Later, healthcare professional reported via device tracking form right side capsular contracture, baker grade unknown. Device has been explanted.